Event description:
Patient has a vocal fold paralysis that was being treated with a transoral injection of voice gel into the paralyzed vocal fold in the physician's office, using the cannula designed by the MFR for this purpose. The needle portion of the cannula became detached from the cannula during the course of the otherwise routine procedure, and could not be found with endoscopic investigation of the larynx, hypopharynx, and trachea immediately thereafter. The pt was sent for chest, neck, and abdominal films and the needle was located in the region of the stomach. An egd was expediently performed, but the needle was not seen. The patient required laxatives and serial abdominal films over the next few days as an outpatient to determine that the needle had passed. This incident was reported to the quality assurance division at bioform medical. I spoke with an engineer said that he was involved in the design of the cannula, and he indicated that bioform was considering strengthening the cannula in the area of the break. The cannula was returned to bioform for their inspection.